Event description:
It was reported that the patient presented for device upgrade procedure. During the implant procedure right ventricular lead exhibited externalized conductors which was confirmed upon fluoroscopy. The lead was capped and replaced on (B)(6) 2017.the patient was in a stable condition before, during and after the procedure.